Event description:
It was reported that the pump battery could not be charged causing the pump to shut down. As a result, the customer experienced an elevated blood glucose (bg) level of 578 mg/dl with a high level of ketones that was identified as life threatening by the healthcare provider. Customer first went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage to the customer, and was released from the hospital on 03/04/2026. The customer reverted to an alternate method of insulin therapy.